Event description:
Customer reported experiencing low blood glucose readings of 46 mg/dl and stated that the insulin pump has been alarming low all day. Customer stated that they have had kinked sensors. A difference between the blood glucose readings and the sensor readings were also noted. Customer mentioned that the blood glucose reading was 248 mg/dl and the sensor was reading 60 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.